Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown cup, lot# unknown. Item# unknown, unknown stem, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08925.

Event description:
It was reported patient underwent right total hip arthroplasty approximately 9 years ago. Patient underwent a revision procedure 9 years post implantation due to altr, pain, wear, elevated ion levels and bone loss. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Reported event was confirmed by review of operative and lab notes. Operative reports note a mild reaction, inflamed synovium, "clear straw" colored synovial fluid and a well fixed cup and stem. Lab reports identified elevated chromium and cobalt levels. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g4, h2, h3, h4, h6. Reported event was confirmed by review of medical records and examination of devices. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A m2a-magnum mod hd sz 44mm, part # 157444 from lot 953580, was returned and evaluated against the complaint. Visual inspection found scratching on the outer radius of the head. The outer radius is also scuffed such that portions of the finish have become dull. The head remains assembled with the taper insert. Yellow debris exists in the crease between the head and taper insert. The exposed face of the insert is scratched with nicks in the material around the circular cutouts. Scratching was also present inside the taper but no debris was observed. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: part: 157850, m2a-magnum recap cup 50odx44id, lot: 330320, part: 157444, m2a-magnum mod hd sz 44mm, lot: 953580, part: 11-103203, taperloc por lat fmrl 9x137, lot: 069580, part: 139252, m2a-magnum 42-50mm tpr insrt-6, lot: 124780.

Event description:
No further event information available at the time of this report.